Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump's black box data from date of the complaint had been overwritten. The current black box and alarm history showed no evidence of communication alarms. The battery cap was unable to fully tighten. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.